Event description:
The patient's family member called to report that the pt used the suspect device to check pt's blood glucose and a result of 202mg/dl was obtained. Pt then took 25 units of humulin insulin. About eleven hours later pt was unresponsive and the suspect device read 184mg/dl. Emergency medical technician's were called and when they arrived their meter read 45 mg/dl. Pt was given a glucose IV and food. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for return to the MFR for eval.